Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 350 mg/dl to 400 mg/dl at the time of incident and the current blood glucose level was 59 mg/dl. Customer was not like to continue troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer states insulin pump had insulin flow blocked. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete. The insulin pump will not be returned for analysis.